Event description:
New information received notes that the patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. No intervention was performed. The patient status was unknown.